Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, event history log review, and a power-on self-test. The cause of the battery low alarm determined to be an inoperative main battery. The main battery was replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving a battery low alarm on the flo-gard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.